Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system displayed a collimator error during initialization. Motion was recalibrated on the imaging system without resolution as the gantry would not move in all directions when directed by the user. There was no patient present when this issue was identified. No additional information was provided.